Event description:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint could not be duplicated or confirmed. The pil opened the unit to check for any contamination/black particles within the flow paths and found no evidence of foam degradation. The unit came in with a rear air inlet filter and there were no signs of contaminates entering the flow path from outside the device. The pil did observe dust particles in the lower bellow. The manufacturer concludes that no foam degradation was present.